Manufacturer narrative:
Sc-1132 (B)(4). Device evaluation indicated that the complaint was confirmed. Upon receiving, the device was able to link to a test remote control, and the battery level showed 3.414 volt. However, the charge and system data logs were corrupted, and the device failed on the functional test. It was due to the intermittent battery internal resistance resulted from the battery tab anomaly. The defective battery was the source of the charging and communication anomalies.

Event description:
A report was received that the patient was getting telemetry error on the remote control (rc). It was noted that the patients rc was not able to connect to the ipg after troubleshooting was made. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient was getting telemetry error on the remote control (rc). It was noted that the patients rc was not able to connect to the ipg after troubleshooting was made. The patient underwent an ipg replacement procedure and was doing well postoperatively.